Event description:
Procedure: aorta bi-femoral. According to the reporter: the patient had significant swelling at the leg incision site and the suture began to separate. Tissue damage and patient injury was reported. Not sure of exact implications. Surgeon wasn't specific but stated that the suture broke. Additional info has been requested.